Event description:
It was reported that patient had a revision because battery was depleted in a year and half. Doctor performed impedance testing. Lead and battery were replaced with new devices. Revision was done to provide more symptoms relief at lower amplitude. Patient was doing "well" post operatively. In addition, patient was not able to adjust stimulation with patient programmer the day of this report. Patient was getting stimulation when patient programmer was plugged to antenna, but stimulation disappeared when patient unplug the antenna.

Manufacturer narrative:
Product ID (B)(4), lot# v471354, serial#, implanted: (B)(6) 2010, explanted:, product type: lead. Product ID (B)(4), lot# v574073, serial#, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer, patient. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer, patient. (B)(4).